Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) would not power up. Electrical testing was completed on the power cord and f11/f12 fuses. The fuses were discovered to both be blown. The fuses were replaced, and the unit powered up normally. The mvs and image acquisition system (ias) were turned on. Rad and fluoro gain calibrations were completed. The 2d shots and a 3d spin were successfully taken. The safety inspection was completed. A full imaging system check-out was completed following replacement of the fuses and all tests passed. Full system functionality was confirmed and the system was returned to service. Part return has been requested. No parts have been received by the manufacturer for evaluation. No further issues were reported.

Event description:
A site representative reported that the mobile view station (mvs) would not power on and the line power light was off. Also, the imaging system was reportedly not charging while plugged in. This was discovered outside of any patient involvement. No additional details were provided.